Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-aug-19 reported that the customer discarded the explanted device and it would not be available for return to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-aug-02 that the implantable neurostimulator (ins) was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient canceled their appointment, and a surgery has not been scheduled. The cause of the patient's shocking and taking hours to charge is unknown. The patient was supposed to meet with the rep on (B)(6)2019. After he charged his battery so that the rep could interrogate it, but the patient canceled the appointment. Therefore they have not been able to interrogate the battery, and the issue has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the shocking and taking hours to charge was not determined. The rep will be meeting with the patient after he has charged his battery to interrogate. The patient's issue has not been resolved. The battery needs to be interrogated and have the impedances checked. The patient did have an x-ray on may 6th at the office of the implanting physician and the leads were similar to the placement at the implant per the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient stated that their battery is taking hours to charge and the stimulation has changed and is not comfortable. The patient is getting uncomfortable increases in stimulation that he describes as shocking. It is unknown of any factors that may have led to this. The rep was unable to interrogate the battery because it was discharged. The patient is scheduled for a follow up appointment to interrogate the batter after the patient has recharged it. The issue has not been resolved at the time of this report, and it was noted that the patient has surgical intervention planned. No further complications were reported. No additional patient symptoms were reported.